Event description:
The manufacturer's endoscopy support specialist (ess) met with the user facility's operative services manager and became aware of a possible patient infection during an onsite in-service to review and educate scope cleaning procedures. As a result, the user facility notified the ess they were going to culture test their bronchoscopes. In addition, the ess observed the user facility had modified the maj-222 tubing and that some scopes had been cleaned/high level disinfected the night prior and were still sitting in the basin of their automated endoscope reprocessor (aer) machine.